Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. It may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site, which was described as moderately calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Additional information reported that resistance was noted during retraction from the lesion. This further suggests that the lesion site was calcified and may have led to the balloon rupture and the resistance during retraction. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there is no indication of a lot specific product deficiency. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a moderately tortuous, moderately calcified, eccentric, 50% stenosis, de novo superficial femoral artery lesion, the foxcross balloon was inflated once at 4-5 atmosphere for 10 seconds and ruptured. Although resistance was met during retraction in the lesion, the device was removed from the anatomy without incident, however, after removal a pinhole was noted in the rupture. There was no reported adverse patient effect. Though requested, no additional information was provided.